Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. The per stated "because tension spring was stuck in delivery device, proximal seal was not removed fully." A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance which could have contributed to this failure mode. (B)(4).